Manufacturer narrative:
Covidien reference number (B)(4). Third party biomed inspected the device and found tubing disconnection. The tubing was reconnected and made the ventilator working.

Event description:
It was reported that during set up the e360 ventilator generated a no air supply alarm. The ventilator was not in use on a patient at the time of the event occurred.